Event description:
It was reported that during a procedure, when 15 seeds in the cartridge were attempted to be discharged, the device allegedly failed to eject seeds in the middle of the procedure. The physician pushed the plunger with the finger to drop the seed. It was further reported that when five seeds in the cartridge were discharged, it was difficult to eject one seed because it required a stronger force than usual. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed; however, a device history record review was performed for the seeds and lot met all release criteria. Investigation summary: one modified mick-15 cartridge was returned for evaluation and was labeled as biohazardous. The cartridges were inspected and nothing unusual was noted. Non-radioactive brachyseeds were linked with sourcecaps. The modified mick -15 cartridges - (plunger not dropping) were loaded with 15 non-radioactive brachyseeds / sourcecaps and were inserted into a mick applicator. The plunger did not drop, and the seeds got stuck in the cartridge. Therefore, the investigation is confirmed for the reported issue. The potential root cause is interference between the paddle of the plunger and the magazine head cavity of modified mick 15 cartridge. Labeling review: the instruction for use was reviewed for modified mick 15. There is a warning section stating how to handle the magazine when loaded with seeds as well as warning of over tightening the magazine head to the base.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during a procedure, when 15 seeds in the cartridge were attempted to be discharged, the device allegedly failed to eject seeds in the middle of the procedure. The doctor pushed the plunger with the doctor's finger to drop the seed. It was further reported that when 5 seeds in the cartridge were discharged, it was difficult to eject one seed because it required a stronger force than usual. There was no reported patient injury.